Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a lap chole therapeutic procedure, the subject device image was too dark or illumination was inconsistent. The image was also observed as blinking with the light diming without being adjusted. Customer indicated the need to unplug and plug back in the device in order to reset the light during the procedure. The procedure was completed utilizing the same set of equipment. There were no reports of patient harm.

Event description:
It was reported that during a lap chole therapeutic procedure, the subject device image was too dark or illumination was inconsistent. The image was also observed as blinking with the light dimming without being adjusted. Customer indicated the need to unplug and plug back in the device in order to reset the light during the procedure. The procedure was completed utilizing the same set of equipment. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.